Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Insulin pump passed the delivery accuracy test at 0.08715 inches. No traces of moisture were noted at electronic, motor or reservoir assemblies per visual inspection. Device received with cracked case at the display window corners and display window. Device received with missing end cap sticker. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 489 mg/dl. The customer's other blood glucose is 563 mg/dl. The customer was treated by syringes. Customer declined to troubleshoot for high blood glucose. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Customer states that current pump was old and not working. The insulin pump will not be returned for analysis.